Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port was returned for evaluation and three photos were provided for review. Visual, microscopic and functional evaluations were performed on the returned device. The port stem was noted to be split into three regions. A portion of the port stem was noted to be missing. Therefore the investigation is confirmed for the reported fracture and the identified material separation issues and the photo review also confirms the same. However the investigation is inconclusive for the reported device damaged prior to use issue as the provided evidence was not sufficient enough to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026), g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the reservoir connection was allegedly found to be broken upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a port placement procedure, the reservoir connection was allegedly found to be broken upon opening the package. The procedure was completed using another device. There was no patient contact.